Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had bearing damage and the tip of the craniotome device was bent/damaged. Therefore, the reported condition that the device was spoiled was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had illegible etching, component damage, the cutter device could not be removed or inserted, the labeling was missing, the tip of the device was bent/damaged, and the bearing was damaged. It was noted that the tool was stuck in the attachment and the warning triangle was missing. It was further determined that the device failed pretest for labeling assessment, visual assessment, and cutter insertion. It was noted in the service order that the device was found to be ¿spoiled¿ post surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.